Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced the litter detaching. There was a user involved that had a fall, but unlcear at this time if there was an adverse event.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was pending was determined upon completion of the investigation that the device experienced litter is loose/wobbly, which is not reportable. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.

Event description:
This report now summarizes 0 malfunction event(s), instead of 1.